Event description:
It was reported that 2 days post implant they were seeing consecutive dropped beats/ non-capture. Options were discussed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead (B)(6) 2014. (B)(4).

Event description:
Follow up reported that the right ventricular (rv) lead also had intermittant capture and was repositioned.